Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and medical device monitoring error "underwent endometrial ablation and essure (B)(6) of 2012". The patient's previously administered products included for an unreported indication: progesterone and mirena from 2005 to 2011. Concurrent conditions included bloating, cramp in lower abdomen, pain legs, metrorrhagia, heavy periods, vaginal discharge abnormality, intramural leiomyoma of uterus, pelvic discomfort and spotting vaginal. Concomitant products included progesterone. In (B)(6) of 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general), abdominal pain ("abdominal pain chronic") and back pain ("back pain chronic"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia ), menorrhagia ("abnormal bleeding (vaginal, menorrhagia ), hypothyroidism ("autoimmune disorder type of disorder :hypothyroid & hashimotos"), autoimmune thyroiditis ("autoimmune disorder type of disorder:hypothyroid & hashimotos"), nervous system disorder ("neurological conditions or problems type: due to effexor") and urticaria ("rashes or skin conditions type: chronic hives"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, hypothyroidism, autoimmune thyroiditis, nervous system disorder and urticaria outcome was unknown. The reporter considered abdominal pain, autoimmune thyroiditis, back pain, genital haemorrhage, hypothyroidism, menorrhagia, nervous system disorder, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: the serosal surface is focally hemorrhagic with multiple areas of defects. Plaintiff received treatment for pain,bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: small intramural leiomyoma (0.4 cm). Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs: received: new events: abnormal bleeding (vaginal, menorrhagia),hypothyroid & hashimotos, nervous system disorder, urticaria, were added. Reporter, historical drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and medical device monitoring error "underwent endometrial ablation and essure (B)(6) 2012". The patient's previously administered products included for an unreported indication: progesterone. Concurrent conditions included bloating, cramp in lower abdomen, pain legs, metrorrhagia, heavy periods, vaginal discharge abnormality, leiomyoma, pelvic discomfort and spotting vaginal. Concomitant products included progesterone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic") and back pain ("back pain chronic"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the serosal surface is focally hemorrhagic with multiple areas of defects. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2013: small intramural leiomyoma (0.4 cm). Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, back pain. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs and mr received: case has became incident. Previously reported event "injury " replaced with new events. New events added: chronic pelvic pain, abnormal bleeding (general), abdominal pain, chronic back pain, patient did not undergo essure confirmation test, medical device monitoring error. Reporters, patient demographics, patient history, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "patient did not undergo essure confirmation test". And medical device monitoring error, "underwent endometrial ablation and essure (B)(6) 2012". The patient's previously administered products included, for an unreported indication: progesterone and mirena from 2005 to 2011. Concurrent conditions included: bloating, cramp in lower abdomen, pain legs, metrorrhagia, heavy periods, vaginal discharge abnormality, intramural leiomyoma of uterus, pelvic discomfort and spotting vaginal. Concomitant products included: progesterone. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain chronic") and back pain ("back pain chronic"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia )"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia )"), autoimmune hypothyroidism ("autoimmune disorder, type of disorder: hypothyroid & hashimotos"), autoimmune thyroiditis ("autoimmune disorder, type of disorder: hypothyroid & hashimotos"), nervous system disorder ("neurological conditions or problems, type: due to effexor") and urticaria chronic ("rashes or skin conditions, type: chronic hives"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, autoimmune hypothyroidism, autoimmune thyroiditis, nervous system disorder and urticaria chronic outcome was unknown. The reporter considered abdominal pain, autoimmune hypothyroidism, autoimmune thyroiditis, back pain, genital haemorrhage, menorrhagia, nervous system disorder, pelvic pain, urticaria chronic and vaginal haemorrhage to be related to essure. The reporter commented: the serosal surface is focally hemorrhagic with multiple areas of defects. Plaintiff received treatment for pain,bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2013, small intramural leiomyoma (0.4 cm). Most recent follow-up information incorporated above includes: on (B)(6) 2020, extension of expected date of next report. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and medical device monitoring error "underwent endometrial ablation and essure (B)(6) 2012". The patient's previously administered products included for an unreported indication: progesterone and mirena from 2005 to 2011. Concurrent conditions included bloating, cramp in lower abdomen, pain legs, metrorrhagia, heavy periods, vaginal discharge abnormality, intramural leiomyoma of uterus, pelvic discomfort and spotting vaginal. Concomitant products included progesterone. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain chronic") and back pain ("back pain chronic"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia )"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia )"), autoimmune hypothyroidism ("autoimmune disorder type of disorder:hypothyroid & hashimotos"), autoimmune thyroiditis ("autoimmune disorder type of disorder:hypothyroid & hashimotos"), nervous system disorder ("neurological conditions or problems type: due to effexor") and urticaria chronic ("rashes or skin conditions type: chronic hives"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, autoimmune hypothyroidism, autoimmune thyroiditis, nervous system disorder and urticaria chronic outcome was unknown. The reporter considered abdominal pain, autoimmune hypothyroidism, autoimmune thyroiditis, back pain, genital haemorrhage, menorrhagia, nervous system disorder, pelvic pain, urticaria chronic and vaginal haemorrhage to be related to essure. The reporter commented: the serosal surface is focally hemorrhagic with multiple areas of defects. Plaintiff received treatment for pain,bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: small intramural leiomyoma (0.4 cm).. Most recent follow-up information incorporated above includes: on 12-may-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and medical device monitoring error "underwent endometrial ablation and essure (B)(6) 2012". The patient's previously administered products included for an unreported indication: progesterone and mirena from 2005 to 2011. Concurrent conditions included bloating, cramp in lower abdomen, pain legs, metrorrhagia, heavy periods, vaginal discharge abnormality, intramural leiomyoma of uterus, pelvic discomfort and spotting vaginal. Concomitant products included progesterone. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain chronic") and back pain ("back pain chronic"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia )"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia )"), autoimmune hypothyroidism ("autoimmune disorder type of disorder:hypothyroid & hashimotos"), autoimmune thyroiditis ("autoimmune disorder type of disorder:hypothyroid & hashimotos"), nervous system disorder ("neurological conditions or problems type: due to effexor") and urticaria chronic ("rashes or skin conditions type: chronic hives"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, autoimmune hypothyroidism, autoimmune thyroiditis, nervous system disorder and urticaria chronic outcome was unknown. The reporter considered abdominal pain, autoimmune hypothyroidism, autoimmune thyroiditis, back pain, genital haemorrhage, menorrhagia, nervous system disorder, pelvic pain, urticaria chronic and vaginal haemorrhage to be related to essure. The reporter commented: the serosal surface is focally hemorrhagic with multiple areas of defects. Plaintiff received treatment for pain,bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: small intramural leiomyoma (0.4 cm).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.